Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported issue occurred due to breakage or disconnection of the image sensor unit. The cause of the breakage/disconnection was one of the following: stress from repeated use, external factors, handling, and/or a failure in the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscopic image] 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 wear the 3d glasses supplied with the 3d monitor. 3 observe the palm of your hand in the wli and nbi endoscopic images. 4 confirm that light is output from the endoscope¿s distal end. 5 adjust the brightness level as appropriate. 6 take off the 3d glasses and confirm that the right-eye and left-eye images are displayed the same." Olympus will continue to monitor field performance for this device.

Event description:
The olympus employee reported that the endoeye flex 3d deflectable videoscope was found to have pinhole on the bending section rubber. Inspection and testing of the returned device found foggy image was produced on the endoscope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found pinhole on bending section rubber due to which water tightness is lost. Due to damage on charged couped device unit, foggy image occurs. Bending section rubber adhesive has a chip. Label on light guide connector is peeled. Light guide-cover glass has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.